Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for greater than 80 colony forming units (cfus) of unspecified bacteria. Multiple channels were sampled. On (B)(6) 2025 specific channels were tested. The suction channel was sampled and tested positive for 1 cfu of dermacocus spp, 1 cfu of staphylococcus hominis, 1 cfu of paracoccus yeei, 1 cfu of acinetobacter, and 1 cfu of klebsiella pneumoniae for a total of 5 cfu. Furthermore, the operator channel had 2 cfu of staphylococcus capitis, the auxiliary channel had 1 cfu, and the air/water channel had 1 cfu.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 2cfu. Bacterial identification: bacillaceae. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.